Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a burping sensation described more as belching occurred during threshold testing, as well as intermittently on random days. The patient has a pacing burden of less than 1 percent. A chest x ray was requested; however, no images were available for review. The symptoms may be related to possible lead perforation or diaphragmatic stimulation. The field representative indicated that all testing and measurements for both leads were within normal ranges. The technical services (ts) further recommended turning off the trend feature in both chambers. At this time, this rv lead remains in service. No additional adverse patient effects were reported.